Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 300-400 (mg/dl) with trace ketones. To address the bg level, the customer delivered a correction bolus with the pump. The contact reported that the infusion site was additionally changed and insulin delivery had been resumed. Recommendation was made to consult with health care provider regarding diabetes management.